Event description:
The event is reported as: the user reported that the carina hook detached from the tube during the intubation procedure. No consequence because it happened on the beginning of the procedure. No report of a patient injury.